Manufacturer narrative:
The three (3) used/damaged double arm meniscal repair needles are not expected for evaluation as these were discarded at the user facility. Without the actual products, an evaluation could not be performed and the root cause of the reported needles breakage was not able to be determined. However, evaluation findings from previous complaints received from the same facility revealed that the most likely cause of this reported breakage is due to excessive force and/or a possible misuse of the device. This lot was manufactured on 25-nov-2015. Of the lot containing (B)(4) units, there were (B)(4) other complaints of "needle tip breakage" received from the same customer for this item and lot number combination. In addition, a 2-year review of the device complaint history report showed there have been a total of (B)(4) reports received with the quantity of (B)(4). During this same 2-year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4) percent. To date, there have been no patient long term adverse effects reported for this device. The risk analysis was performed and the risk related to the needle tip breakage has been evaluated as acceptable. The double armed suture needle is an implantable suture device which facilitates percutaneous or endoscopic soft tissue repairs, including the repair of the meniscus. To reduce the risk of needle tip breakage and patient injury, the information for use (IFU) provides the user the following precautions and warnings: preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. The double armed suture needle should only be used with the designated surgical instruments as outlined above. The device should be inspected for damage prior to use. Do not use a damaged device. It is the surgeon's responsibility to be familiar with the appropriate surgical technique prior to use of this device. The risk of premature failure is reduced by following the specified instructions for use listed below. Improper insertion technique may cause breakage of the device or suture or premature failure. Devices were discarded at user facility.

Event description:
The user facility reported that during use of the double arm meniscal repair needles in an acl arthroscopic meniscal repair procedure, the tips of the needles broke off in the surgical site. Reportedly the needles broke shortly after the repair started. All broken pieces were retrieved and x-ray performed to confirm all pieces were removed. The procedure was otherwise completed successfully with approximately 30 minutes delay and no patient injury. The (B)(6) male patient was discharged as per routine procedure for this type of surgery. This report is raised on the basis of potential injury with recurrence.